Event description:
It was reported that the patient's lead had migrated. The migration was confirmed with imaging. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date if event is estimated. Initial reporter phone number: (B)(6).

Manufacturer narrative:
This event cannot be confirmed or not confirmed for lead migration through product analysis testing alone. As received, visual inspection and resistance testing showed the returned lead passed the functional test. DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the DHR review performed, there is no indication there is an escape from manufacturing. Moreover, the unit has not been evaluated by ppe.